Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found switch 1 rubber was cut. In addition these non-reportable findings were as follows: due to wear of zoom lever; water tightness was lost, due to wear of angle wire; bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the adhesive on the bending section cover had a chip, a crack, and a white-clouded area, due to clogging of the nozzle; water removal ability did not meet the standard value, the switch 3 had a scratch, the switch 4 had wear, the adhesive around the objective lens and light guide lens were peeled, the plastic distal end cover had a dent, the connecting tube had a scratch and wrinkle, the light guide lens had a scratch, and the universal cord had a scratch and wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope switch 1 has a hole in it. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the nozzle was found with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection . Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.